Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator soon message. It was confirmed that the patient is receiving a true eri message.

Manufacturer narrative:
B5: it was inadvertently left off that the ipg became inoperable prior to the procedure.

Event description:
Additional information received that the patient's ipg was inoperable prior to surgery.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.